Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint from the customer on the v60 ventilator indicating that the flow sensor was out of range. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.

Manufacturer narrative:
It was reported there was no patient involvement at the time the issue was discovered. An authorized service provider (asp) went onsite and replaced the flow sensor assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.